Event description:
The customer reported to baxter (B)(4) an issue with the ball valve buretrol i.v. Sol.admin.set in which the chamber fills up with fluid, as the fluid exits the chamber on the way to a patient, it fills the line with air and fluid. A sample is available for evaluation. There was no patient involvement, medical injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue has been escalated to CAPA. Device evaluation: an actual sample was submitted for evaluation. A visual examination of the sample was performed, and a functional gravity test confirmed the reported condition of air in set. The root cause of this condition was determined to have been related to bonding application failure. As a corrective action the bonding method was standardized and the medica solvent dispenser is used during the assembly in order to reduce risks of uneven solvent application. Operators involved in the assembly process were certified on solvent dispenser use.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.